Event description:
Additional information from the consumer reported to resolve the power on reset (por), she put a new one. The patient did not know the circumstances that led to the por.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v997632, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported still getting power on reset (por) when trying to change batteries. No symptoms were reported. The "3 day por" began on (B)(6) 2015. Cause, por number, troubleshooting, actions, and event resolution remain unknown. Follow up was conducted to obtain additional information. The patient was indicated for gastrointestinal and urinary dysfunction.